Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine 1mg/ml at min rate mode and dilaudid 1mg/ml at min rate mode via an pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs).it was reported by the patient that their pump had a critical alarm on (B)(6) 2017 and it was unknown what if any env ironmental/external/patient factors may have led or contributed to the critical alarm. Information was received from a consumer via a company representative regarding a patient receiving bupivacaine 1mg/ml at min rate mode and dilaudid 1mg/ml at min rate mode via an pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs).it was reported by the patient that their pump had a critical alarm on (B)(6) 2017 and it was unknown what if any environmental/external/patient factors may have led or contributed to the critical alarm. The patient reported being told to go to the office on (B)(6) 2017 to get the pump interrogated. It was unknown what interventions/actions were taken to resolve the issue and the issue was not resolved at this point. The patient's status was "alive- no injury" and no further complications were expected or anticipated. On (B)(6) 2017 additional information received reported that a critical alarm occurred, low battery reset, safe state. Troubleshooting performed was reported as the pump logs were checked. The reporter wanted to know why the pump went to safe state. The reported patient symptoms were minor withdrawal. This was a sudden change in therapy/symptoms. Per the company representative, the logs did not go farther than today with all reset events and was told that they started hearing the alarm ¿a couple of weeks ago¿. The pump was used to deliver bupivacaine 1mg/ml at min rate mode and dilaudid 1mg/ml at min rate mode. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-18. It was reported that the pump was changed on (B)(4) 2017

Manufacturer narrative:
The other relevant components include: product ID 8709sc, (B)(4), implanted: (B)(6)2011, product type:catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-13. It was reported that telemetry was performed and it was established that the pump was malfunctioning and no longer delivering the intrathecal medication to the patient. The patient was starting to experience withdrawal symptoms and was given a ten day supply of oral medication to alleviate the symptoms. Regarding the pump replacement, the patient was brought to the operating room and placed in the supine position. The patient's abdomen was prepped and draped in the usual fashion. The skin of the surgical site was treated with 1% lidocaine. Transverse incision was made over the intrathecal pump reservoir located at the right upper quadrant of the abdomen. Sharp and blunt dissection carried down to the intrathecal pump reservoir, which was carefully dissected free of the pocket. The catheter was disconnected from the pump, and there was no spinal fluid that drained out of the catheter to be aspirated. Therefore, the new intrathecal pump had to be back table primed. A new pump was brought to the table and evacuated of sterile water, and was installed with a normal pump medication (noted to be 1mg/ml dilaudid and 1mg/ml bupivacaine). The pump was connected to the intrathecal catheter through a new sutureless connector after the back table prime was performed. The pump was placed within the pocket which was then closed with 3-0 and 4-0 vicryl, followed by skin staples. The pump was anchored into the pocket with 2-0 silk sutures in four quadrants. Once dressings were applied, the patient was brought to the recovery area. The pump was programmed to deliver 0.25mg/day dilaudid.